Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The connections to the power supply were repaired. The system was tested and is operating as intended.

Event description:
The customer reported that the 9600 system locked up intermittently. No patient injury was reported.